Event description:
It was reported that, an 840 ventilator was alarming with oxygen sensor malfunction message. Although requested, the patient information was not provided. The covidien service engineer (se) verified the malfunction and the oxygen sensor was replaced. The unit passed all testing and operates within the manufacturing specifications.